Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after treatment started with a prismaflex m100 set, an external blood leak was observed at the "blue luer connector". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was received. The visual inspection of the provided picture showed a blood leak occurred at the level of the connection between the return line and patient's catheter. There was no visible defect at the level of the luer connector of the return line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.